Manufacturer narrative:
The tech found the side rail mounting bracket is bent. The tech replaced the side rail mounting bracket to resolve the issue.

Event description:
The tech alleged that the side rail will not latch when raised. No pt impact.